Event description:
*Us legal mdl* it was reported that, after a bhr resurfacing construct had been implanted on the plaintiff's left hip on (B)(6) 2008, the plaintiff experienced severe pain, discomfort, inflammation around the hip implant, elevated blood metal ion levels and metallosis. A revision surgery was performed on (B)(6) 2018 to treat this adverse event. The plaintiff's outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions elevated blood metal ion levels and metallosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.